Event description:
Caller reported that pump screen went blank unexpectedly, and led was not blinking, requiring it to be plugged into a power source to turn back on. Customer's blood glucose level exceeded 500 mg/dl, as indicated by a "high" reading. To address the high blood glucose, customer administered a correction injection using an injection pen and successfully resumed insulin therapy; no additional third-party assistance was needed. Reportedly, customer reverted to a backup insulin pump for insulin therapy.